Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial interrogation of the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity was displayed as question marks. It was noted that the device was interrogated again approximately a half an hour later and the longevity was displayed correctly with the expected longevity. The device remains in use. No patient complications have been reported as a result of this event.